Manufacturer narrative:
Device received with no button response on the down arrow button, problem isolated to keypad assembly. Unable to verify audio/vibrate anomaly/absence of alarm anomaly due to keypad unresponsive. No damage to keypad traces and connector on electrical board was not unlocked during.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio issue also buttons intermittently unresponsive. Customer's blood glucose value was unknown. Customer stated that numbers was not ramping on their own also the scroll bar was not moving with no input. Customer stated block mode was inactive. Customer stated the insulin pump was neither dropped nor exposed to moisture. The device will be return for analysis.